Manufacturer narrative:
Please note that the customer's telephone number has been updated to +1(000)000-0000 as the documented phone number is incorrect. This is an initial final report.  This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: customer reported, "I used the freestyle libre sensor to measure my blood glucose level. I noticed that there are deviations exceeding 30% between the blood test strip result (tested from my finger) and the result from the sensor reader. The blood test of the sensor was always lower that the real blood test. Hence my overall blood levels maintained in the last 4 months (since I started using the reader) are unfortunately higher than what I wanted. Indeed, my previous hba1c results measured in (B)(6) was 6.4% (just after I started using the sensor). My most recent test of the hba1c this week was 7.3%. I started using the device somewhere in (B)(6) or (B)(6) '20108'. The most recent faulty observations were on (B)(6) 2018 where I had more than 100% deviation between the reader and the strip sensor."